Event description:
Mesh was placed on (B)(6) 2014. From that time, patient has been hospitalized 5 times with various infections requiring cleaning. On (B)(6)2015 his abdomen "exploded". Blood traveled over two feet into the air. Paramedics were called and they could not cease the hemorrhage. Subsequently, patient was transported to (B)(6) hospital. He lost approx 3 liters of blood requiring a transfusion. The infection caused by the mesh bore a hole in his abdomen which caused the "explosion". Two doctors indicated to spouse the mesh was removed. Since then, patient was hospitalized three additional times. Once in (B)(6) 2016 and currently. Patient had another surgery to remove the mesh. The doctor found two infections and a hole in his colon. Current prognosis is unknown. Patient has had pain and suffering and has become an invalid in his golden years. His quality of life is tremendously decreased. Wife is requesting that the product be pulled off of the market.